Event description:
The pt was revised for a broken posterior medial femoral condyle and extensive poly wear, secondary to the fractured component. The pt is retired but no age or weight was available.